Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat pelvic organ prolapse on (B)(6) 2006 and mesh were implanted. The patient underwent the concurrent procedures of anterior/posterior repair and partial vulvectomy labia minora during mesh implantation. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, dyspareunia, and vaginal scarring. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent mesh removal on (B)(6) 2006 due to mesh erosion. It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and monarc was implanted. It was reported that the patient underwent mesh revision on (B)(6) 2007 due to release of mesh arms tension and erosion. It was reported that the patient underwent mesh revision on (B)(6) 2011 due to erosion. It was reported that the patient underwent cystoscopy on (B)(6) 2011 due to recurrent urinary tract infections. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh were implanted. It was reported that the patient underwent another procedure on (B)(6) 2007 and monarc was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-22252. The same patient is represented in each medwatch.

Manufacturer narrative:
Date sent to the FDA: 09/22/2015. Additional narrative: it was reported that patient underwent removal of exposed posterior mesh and exposed posterior wall mesh with dyspareunia from prior posterior mesh on undisclosed date.

Manufacturer narrative:
It was reported that patient underwent removal of exposed posterior mesh on (B)(6) 2007 due to exposed posterior wall mesh with dyspareunia from prior posterior mesh.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006, and a mesh was implanted. It was reported that the patient underwent lap revision of gastrojejunostomy on (B)(6) 2009, due to morbid obesity. No additional information was provided.

Manufacturer narrative:
(B)(4).no additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced retention, recurrent sui, recurrent urinary tract infection, nocturia, dysuria, urge incontinence, malodorous urine, vaginal discharge, bacterial vaginosis, and hematuria. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent partial vulvectomy labia minora due to cystocele, rectocele, urinary stress incontinence and vulva hypertrophy. It was reported that patient underwent mesh removal due to mesh erosion 6 months following mesh sling procedure, chronic urgency and frequency on (B)(6) 2006. (B)(4).

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Corrected information.